Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Event description:
It was reported that, on the date of this report, the user was unable to interrogate a brand new pump in the box or in the ¿blister pack¿ with multiple physician programmers. The user even moved to different areas, including the operating room, pre-operative area and a hallway outside the room, to attempt telemetry and was unable to do so. It was noted that telemetry was easily established with a different pump using the same programmers in the same environment. The pump was never implanted in a patient and a backup pump was used instead and no issues establishing telemetry occurred. The event did not cause a delay in surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8840, serial# unknown; product type programmer, physician product ID 8840, serial# unknown; product type programmer, physician. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.